Event description:
Patient with in-stent restenosis of the lcx (left circumflex artery) stent & severe mid-lad (left anterior descending artery) stenosis underwent pci (percutaneous coronary intervention) procedure. During use of a lithotripsy shockwave balloon, the balloon ruptured resulting in a dissection of the vessel. This required treatment with 2 drug-eluting stents. Manufacturer response for cardiac/ vascular, shockwave catheter (per site reporter). Staff reported notifying the company rep of the event. The response is unknown to the writer at this time.